Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump exhibited a "no disposable, clamp tubing' alarm. Per reporter the residual volume was 14.2, the rate was 13 ml/24 hr, and 85.85 was given. No adverse patient effects were reported. Per reporter, no further information is available.